Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed external ram crc error, unexpected restart and pump history crc failed. The customer¿s blood glucose level was 80 mg/dl at the time of the incident. Troubleshoot was performed for unexpected restart and received another unexpected restart after a battery change. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test and unexpected restart error test. No unexpected restart error alarms or signal too low alarms noted during testing. A displayable history check failed on startup alarm was confirm in alarm history screen due to corrupted history file. The device was received with cracked reservoir tube lip and cracked battery tube threads.